Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the worn tissue pad occurred due to the grasping section being closed without grasping anything while the output in seal & cut mode was activated. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. To prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result.¿ olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the reportable malfunction found during the device evaluation, teflon pad was separated/damaged.

Event description:
An olympus employee reported on behalf of a customer, the thunderbeat teflon pad burnt off during an unspecified therapeutic procedure. The procedure was completed using a replacement device. There was no report medical intervention was required or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: teflon pad was separated.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The teflon pad was inspected and found it was separated with charred marks and missing a portion exposing metal. The distal end of the device was inspected under a microscope and found charred marks and discoloration to the probe unit. In addition to evaluation in b5, a visual inspection on the received condition was performed on the device; there was no tissue build up noted. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.